Event description:
A malfunction alarm 20 was reported during the pumping process. There was no information provided on whether the customer's blood glucose level was adversely affected. The customer had previously reported the same alarm issue and was using a backup method known as multiple daily injections (mdi) while awaiting a resolution. Tandem technical support arranged for the replacement of the pump and confirmed that the device was under warranty. The customer was instructed on how to store the old pump and agreed to return it using a prepaid label within 10 days.